Event description:
A customer reported receiving a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after following these instructions, the error code did not reappear. The customer was able to successfully start their sensor session without further issues.